Event description:
It was reported that oversensing was observed approx. 9 months after implantation. The patient received inappropriate shocks.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually and electrically. This inspection showed multiple signs of wear and tear at the lead body. Especially 23 cm distal of the df-4 connector pin, the lead body was severely damaged by squashing and deformation. The inner conductor helix was fractured at this site. This damage is with high probability the cause of the oversensing with the resulting shocks. The observed damage pattern requires excessive pressure load on the lead body. The characteristics of the damaged structure of the lead body leads to the assumption of excessive mechanical stress of the lead due to the subclavian crush syndrome. In addition, a deformed fixation was found during the analysis, which is probably a result of the extraction process. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.